Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and low impedance resulting in auto polarity switch. The noise could be reproduced in the clinic. As the patient was not pacer dependent; the physician elected to take no action at this time. The patient was doing well and would continue to be monitored.